Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following implant, fluoroscopic imaging revealed that the outflow of the valve on the greater curvature side (the upper left of the frame) was in close contact with the ascending aorta. With the passage of time, fluoroscopic imaging showed that the valve punctured through the ascending aorta. Bleeding occurred at the perforated site. Seven hours after implant, cardiac tamponade developed. Cardiopulmonary resuscitation (CPR) was performed. Per the physician, cardiac tamponade developed due to expansion of the perforation caused by bleeding. Per the physician, it was possible that the perforation expanded due to CPR. It was reported that autopsy confirmed that the valve had perforated the ascending aorta. Medtronic received additional information that changed the device relatedness of the delivery catheter system (dcs). There was no evidence to suggest that the dcs caused or contributed to a serious injury or death. The relevant device is provided below: continuation of d10: other relevant device: product ID: evproplus-34us, serial/lot #: (B)(6), ubd: 2023-01-12, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve was not available for medtronic product analysis. Images were submitted to medtronic for review. The image review showed a valve load check confirming a successful load. The imaging provided confirmed the valve was deployed to 100% and the angiogram showed an ascending aortic root dissection that travels up to the first head vessel. There is no imaging provided that clearly shows a puncture and pericardial effusion as stated in this event report. Perforation and cardiac arrest are known potential adverse effects per device instructions for use (IFU). In this case, a conclusive cause could not be determined from the limited information available but it was reported the valve frame had punctured through the ascending aorta after being in close contact with it. The imaging provided could not confirm the perforation. The subsequent cardiac tamponade was a likely contributing cause to the cardiac arrest. Bleeding is also a known potential adverse effect per device IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. With the limited information available, a conclusive cause for the bleeding could not be determined, however the perforation was a likely contributing cause. Per the physician, it was possible that the perforation expanded due to cardiopulmonary resuscitation (CPR). Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. With the limited information available, a conclusive cause could not be determined, however the bleeding was a likely a contributing cause. Pericardial effusion and cardiac tamponade are known effects that can occur after cardiac procedures due to procedural complications. In this case, with the limited information available, a conclusive root cause could not be determined but per the physician, cardiac tamponade developed due to expansion of the perforation caused by bleeding. Per the physician, the cause of death was reported as perforation of the ascending aorta from the valve contact, after which hypotension, cardiac tamponade, and cardiac arrest occurred. An autopsy was performed, which reportedly confirmed that the valve had perforated the ascending aorta. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. Review of the device history report for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device misuse or malfunction. Updated h6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that following the implant of the valve, the patient died from a type 1 aortic dissection caused by the edge of the valve.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient¿s blood pressure suddenly dropped. There was a pericardial effusion which became a cardiac tamponade. Cardiac arrest occurred. A thoracotomy and cardiac massage were performed. Subsequently, the patient passed away.